Event description:
It was reported that a device failure to seal and suspected implant fabric damage occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). In (B)(6) 2023 during a transesophageal echocardiogram (tee) for a pulmonary hypertension follow up examination, a 2mm peri device leak was noted. The fabric of the closure device showed visible surface discontinuity and flow was noted into the laa through the closure device. No patient complications were reported.

Event description:
It was reported that a device failure to seal and suspected implant fabric damage occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). In (B)(6) 2023 during a transesophageal echocardiogram (tee) for a pulmonary hypertension follow up examination, a 2mm peri device leak was noted. The fabric of the closure device showed visible surface discontinuity and flow was noted into the laa through the closure device. No patient complications were reported. It was further reported three days post index procedure the patient was discharged on warfarin.